Event description:
The insert and patella were revised due to wear.

Manufacturer narrative:
Additional inormation: evaluation cannot be performed because the device was not returned. There is no evidence that the device failed to meet specifications.